Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range (oor) high shock impedance for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. The patient was at the chiropractor at that time and used some type of probe that sent electrical signals. The field representative felt it was likely related to the external signal; thus, physician elected to continue monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.